Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information. The device manufacturer date in section h4 was incorrect or missing in the previous report therefore h4 has been updated with the correct information.

Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a provider who reported that the oxygen concentrator port, where the cannula tubing attaches to the device, is melted with black soot. There is no other evidence of melting anywhere else on the device, which suggests that the melting was caused by an external source. The device is fitted with a fire stop behind the port, which would have prevented any fire from propagating into the device. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss healthcare will file an update if additional information becomes available.